Manufacturer narrative:
D9 - date device received: 21-mar-24. H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the out of specification air detector and dso sensor were the root causes. The air detector and the dso sensor were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
B3: unknown. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air detector is faulty, and dso is damaged. Event occurred during testing, there was no patient involvement.